Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the buttons of the small battery drive device were working opposite of how they were supposed to work. It was reported that when pressing the forward button, the device was backing out, and when pressing the backward button, the device was going forward, driving in. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the small battery drive device, and the reported condition that the buttons on the device were working opposite when pressing forward (it backs out), and when pressing backward it goes forward (its driving in) was confirmed. An assessment was performed and it was determined that the buttons are working opposite when pressing forward it backs out when pressing backward it goes forward was confirmed. When backing out its driving in was confirmed. The small battery drive ii vet sale was visually and functionally assessed and the device failed check the forward / reverse modes function. It was determined that during the last service performed the control unit wire leads were flipped causing the device to be working opposite when pressing forward it backs out when pressing backward it goes forward. The cause for the found defect is a confirmed manufacturing error.